Event description:
It was reported that non-sustained lead noise episodes were detected. No lead noise was observed on the stored egm, but intermittent oversensing was seen on the ventricular channel. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.